Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-sep-2023. H6: investigation summary it was reported there was leaking through the plunger. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The photo provided shows an empty syringe in a plastic bag. No other information could be obtained from the photo. Since complaints continue to be logged for this symptom when using chemotherapy medications, a request for further analysis and testing of the sample will be made to the mds design center. A device history record review was completed for provided material number 303552, lot 2210365. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no reported quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed at this time.

Event description:
It was reported while using bd syringe 60 ml luer-lok¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: leaking through the plunger, contains chemotherapy.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 60 ml luer-lok¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: leaking through the plunger, contains chemotherapy.